Manufacturer narrative:
Product analysis: no product returned. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received, a supplemental report will be file. The patient weight was unable to be obtained. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve; a second valve was implanted for severe paravalvular regurgitation, however, the second valve did not reduce the (pvl). A non-medtronic vascular plug was implanted reducing the pvl to moderate. No further treatment was prescribed. No adverse patient effects were reported.